Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was connected to a patient when the error/event occurred. Continuous infusion rate: 2 ml/hour. Reservoir volume: 39.2 ml. Given: 52.8 ml. Patient was medically affected. Patient did not receive chemo medication over correct amount of time. Almost a full day (19 hours) added due to batteries dying in pump. When they looked at pump it was off. Turned it back on and large orange warning came up due to low battery. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.